Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t1 has been cut from the suture. The suture has been partially pulled loose from under the depth straw. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed due to the t1 being cut from the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the t2 implant of the ultra fast-fix fell off from the meniscus. T1 was cut and removed from the patient. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.